Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of over 300 (mg/dl) which was addressed with manual injections. Additionally, the customer reported bg levels were not "good". The customer suspected that there was an underlying cartridge issue. Although requested, no further information was obtained regarding the reported event.